Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted. The insulin pump had no button response due to moisture damage noted on keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm and that her insulin pump would not let her do anything. The customer's blood glucose was 353 mg/dl. The customer recalled that the insulin pump may have been exposed to a bit of moisture due to sweating from a fever. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.